Event description:
Philips received a complaint from a customer that during a procedure, system showed generator errors. They restarted the system twice and system was ready. Patient died on the table during the procedure.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.